Event description:
The pt rec'd his scs system, including an ipg and a percutaneous lead, on (B)(6) 2010 for lower back and bilateral leg pain. It was reported that the pt lost stimulation to the right side. An x-ray showed the lead had migrated partially out of the epidural space. On (B)(6) 2011, the physician explanted and replaced the lead since it was allegedly unable to be advanced back into the epidural space. The explanted lead was returned to the MFR for analysis. Follow up on the pt found that stimulation was captured postoperative and no further issues have been reported.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.